Event description:
The customer reported that during a patient procedure, using a glidescope core quickconnect cable, the image disappeared when the cable was flexed and angled during its use. The customer reported that there are "broken fibers in the cable somewhere." No delay in the procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
The customer declined the option to have their glidescope core quickconnect cable returned to verathon for evaluation. Due to the cable not returning to verathon for evaluation, the cause to the reported issue could not be fully determined. Since the customer had identified the issue was isolated to just the glidescope core quickconnect cable, the customer was advised to replace their cable. Due to the lot number of the reported glidescope core quickconnect cable not being provided, the complaint history for the following lot number was unable to be reviewed. Trending analysis for the glidescope core quickconnect cable does not identify any trends currently exceeding acceptable limits. Review of the system risk assessment confirmed that the risk associated with the hazardous situation has been adequately captured and characterized by verathon. Corrective action is not required at this time. Verathon will continue to monitor for trends.